Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator noticed several pump stoppages. The pt stated that she had alarms intermittently, which occurred while tethered to a power supply. There was also a slit in the casing of the percutaneous lead close to the system controller connection.

Manufacturer narrative:
A percutaneous lead repair was scheduled along with a continuity test to determine any electrical issues. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.